Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 82-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an impella cp implant and the impella was expired. The pump was quickly removed and replaced.

Manufacturer narrative:
The investigation has been completed. The failure mode was changed from "delivery issues" to "cosmetic defect" as there were no issues with delivery reported. As per clinical information provided, the pump was implanted into the patient and it was later found out that the pump was expired. The pump was explanted after that but the pump should have been checked before implant. Therefore, as per the information provided, the root cause of the issue was use related. B.7 revised as information was inadvertently omitted from initial manufacturer device report number 1220648-2024-07261. D.4 revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-07261. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2024-07261 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-07261 and should not have been. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-07261 was submitted in accordance with updated procedures. H.6 revised medical device problem code since initial manufacturer device report number 1220648-2024-07261 was submitted due to investigation results.

Manufacturer narrative:
G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-07261 was submitted in accordance with updated procedures. H.6 code 2199 was reported incorrectly on manufacturer device report number 1220648-2024-07261. A new code was added to health effect - impact code. H.6 addded code 3221 as it should of been on the initial manufacturer device report number 1220648-2024-07261 and was not.